Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The customer reported to philips that the system had a geometry problem. Philips was unable to confirm the allegation regarding geometry problem, as the quotation was not accepted and service was canceled by the customer. Therefore, no additional investigation or corrective action was possible or has been provided by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had an unspecified geometry problem, which can impact geometry movements. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.